Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately seven months post implant, the patient had an exacerbation of heart failure and was hospitalized. The leadless implantable pulse generator (ipg) exhibited possible atrial under-sensing and approximately 13 percent reduced tracking to the ventricles. The leadless ipg was reprogrammed, with no improvement in its sensing ability. No further patient complications have been reported as a result of this event.